Event description:
On (B)(6) 2013, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, a final angiographic run reportedly revealed a large type ii endoleak originating from multiple lumbar arteries. The physician elected to take a wait and watch approach in regard to the type ii endoleak. The patient tolerated the procedure. On an unknown date, computed tomography scan reportedly confirmed the type ii leak, and revealed a proximal type I endoleak. The aneurysm had also grown from 5.3 to 5.6 cm in diameter. The physician indicated the type ii leak may have pressurized the aneurysmal sac, causing a loss of device apposition to the infrarenal aortic wall. On (B)(6) 2014, the patient was implanted with an aortic extender component to treat the type I endoleak. The type I leak was resolved, and the patient tolerated the procedure. The physician has elected to monitor the type ii endoleak, and will consider coil embolization at a later date.

Manufacturer narrative:
Patient medications include aspirin, coreg, and simvastatin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.